Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("patient suffering from abdominal pains") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, nickel sensitivity and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), functional gastrointestinal disorder ("gastrointestinal functional signs"), headache ("headaches"), anxiety ("increasing anxiety"), arthralgia ("joint pains"), rash ("skin rash"), palpitations ("palpitations"), dyspnoea exertional ("dyspnoea on exertion"), hypotension ("hypotension") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (essure devices removed by laparoscopic bilateral coronectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, functional gastrointestinal disorder, headache, anxiety, arthralgia, rash, palpitations, dyspnoea exertional, hypotension or genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.833 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("patient suffering from abdominal pains") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, nickel sensitivity and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. In 2019 she experienced allergy to metals ("nickel allergy"). An unknown time later she experienced abdominal pain (seriousness criterion intervention required), rash ("skin rash"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), functional gastrointestinal disorder ("gastrointestinal functional signs"), dyspnoea exertional ("dyspnoea on exertion"), hypotension ("hypotension"), palpitations ("palpitations"), arthralgia ("joint pains") and anxiety ("increasing anxiety"). The patient was treated with surgery (essure devices removed by laparoscopic bilateral cornuectomy). At the time of the report, the outcomes for abdominal pain, rash, genital haemorrhage, headache, functional gastrointestinal disorder, dyspnoea exertional, hypotension, palpitations, arthralgia and anxiety were unknown. No causality assessment was received for essure with regard to abdominal pain, functional gastrointestinal disorder, headache, anxiety, arthralgia, rash, palpitations, dyspnoea exertional, hypotension, genital haemorrhage or allergy to metals. The reporter commented: suspicion of an allergic reaction to the nickel contained in the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.8 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-dec-2022: event nickel sensitivity added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("patient suffering from abdominal pains") in a 49 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, nickel sensitivity and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), functional gastrointestinal disorder ("gastrointestinal functional signs"), headache ("headaches"), anxiety ("increasing anxiety"), arthralgia ("joint pains"), rash ("skin rash"), palpitations ("palpitations"), dyspnoea exertional ("dyspnoea on exertion"), hypotension ("hypotension") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (essure devices removed by laparoscopic bilateral cornuectomy). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, functional gastrointestinal disorder, headache, anxiety, arthralgia, rash, palpitations, dyspnoea exertional, hypotension or genital haemorrhage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.833 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain ("patient suffering from abdominal pains") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of body mass index normal, nickel sensitivity and endometrial ablation. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. In 2019 she experienced allergy to metals ("nickel allergy"). An unknown time later she experienced abdominal pain (seriousness criterion intervention required), rash ("skin rash"), genital haemorrhage ("heavy bleeding"), headache ("headaches"), functional gastrointestinal disorder ("gastrointestinal functional signs"), dyspnoea exertional ("dyspnoea on exertion"), hypotension ("hypotension"), palpitations ("palpitations"), arthralgia ("joint pains") and anxiety ("increasing anxiety"). The patient was treated with surgery (essure devices removed by laparoscopic bilateral cornuectomy). At the time of the report, the outcomes for abdominal pain, rash, genital haemorrhage, headache, functional gastrointestinal disorder, dyspnoea exertional, hypotension, palpitations, arthralgia and anxiety were unknown. No causality assessment was received for essure with regard to abdominal pain, functional gastrointestinal disorder, headache, anxiety, arthralgia, rash, palpitations, dyspnoea exertional, hypotension, genital haemorrhage or allergy to metals. The reporter commented: suspicion of an allergic reaction to the nickel contained in the essures. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.8 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jan-2023: quality safety evaluation of product technical compliant. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.